Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate .

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary : it was reported that threads are damaged and won't engage implant. It did not happen in surgery. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the reclaim assem upper pull rod has the threaded tip of the rod stripped. No other defects were observed. A dimensional inspection was not performed for the reclaim assem upper pull rod since complaint condition was not applicable. A functional test was not performed since the involved mating device was not returned for evaluation. However, based on the identified damage on the threaded tip, it is reasonable to conclude that the device does not assemble properly to the femoral stem. The potential caused of the observed condition of the device can be attributed to a combination of heavy usage and cross threading the instrument in a misalignment position with the femoral stem. The overall complaint was confirmed as the observed condition of the reclaim assem upper pull would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected h3.

Event description:
It was reported that threads are damaged and won't engage implant. It did not happen in surgery.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.